Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (health effect ¿ clinical code, component code).

Manufacturer narrative:
Due to character limit in the e1section, the full event site name is : (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that the cs300 intra aortic balloon pump was making noise.

Manufacturer narrative:
Updated fields: b4, b5, d9, e2, e3, g3, g6, h2, h3, h6- type of investigation, investigation findings, investigation conclusion, component code and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced shock mounts for motor. Unit now sounds normal. Returned unit to customer.

Event description:
It was reported that the cs300 intra aortic balloon pump was making noise. The event circumstance, patient involvement and injury information was not specified.